Event description:
It was reported the patient experienced thrombosis in axillary and subclavian vein furthermore of pulmonary embolism. After these events the physician decided to remove the catheter and medication prescribed. The patient is still into the hospital receiving the necessary treatments for pulmonary embolism only. Addition info received14 jan 2022: pulmonary embolism. Start date: (B)(6) 2021; end date: (B)(6) 2021. The event is related to the pre-existing condition "catheter related thrombosis". A similar event has not occurred previously. Severe severity and likely related to the device (catheter), but unrelated to the procedure and unrelated to accessories (guidewire, stylet). Outcome: "recovered, no sequalae". Action taken: "medication prescribed; hospitalization; device removed". On (B)(6) 2021 patient went to the ER for edema and pain in the upper right arm. Ultrasound confirmed the diagnosis of thrombosis of the axillary vein and of the subclavian right vein. Subsequent CT scan found also bilateral thromboembolism. Patient was then admitted to the oncology ward. Patient was in treatment with carboplatin, pemetrexed and pembrolizumab. Concomitant medications were: - acetylsalicylic acid (100 mg/day) - atorvastatin - metoprolol 25mg, 1 tablet/day - creon - fondaparinux sodium - edoxaban - pantoprazole 20mg once/daily - oxycodone/naloxone 50/daily - morphine. The device was removed on (B)(6) 2021."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0301 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient experienced thrombosis in axillary and subclavian vein furthermore of pulmonary embolism. After these events the physician decided to remove the catheter and medication prescribed. The patient is still into the hospital receiving the necessary treatments for pulmonary embolism only.